Manufacturer narrative:
A patient experiencing lead erosion was reported to abbott. The patient system was explanted. The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information was obtained that the patient did not have an infection.

Event description:
It was reported there was an infection at the lead site and one of the leads broke through the skin near the anchors site. In turn, surgical intervention took place wherein the scs system was explanted to address the issue.

Manufacturer narrative:
Date of event is estimated.